Event description:
It was reported by service report that the customer alleged that the side rail would not latch into place due to a malfunctioned latch assembly. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.